Event description:
It was reported by repair work order that patient right siderail had a weld break on the litter that was exposing a sharp edge and preventing side rail from remaining latched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: not repairable replacement in process.